Manufacturer narrative:
The power conversion enclosure was returned to the manufacturer for analysis. Analysis found that the power conversion enclosure failed the supplier's functional test and indicator was off. Analysis found that the reported event was related to a electrical issue.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identifier (UDI) is unavailable. Device manufacture date is unavailable. A medtronic representative went to the site to test the equipment. It was reported that he power conversion assembly was replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. The part has not been received by the manufacturer for evaluation.

Event description:
A manufacturer representative reported that, while outside of a procedure, x-ray functionality would not initialize on the imaging system. There was no patient present when this issue was identified. No additional information was provided.